Manufacturer narrative:
(B)(4). A philips field service engineer (fse) evaluated the device and confirmed the failure. The ac power cord was determined to be faulty. The ac power cord was replaced to resolve the issue. The device passed all testing and was placed back into use. Philips concludes that this is a malfunction of the ac power cord.

Event description:
The customer reported that the device can't charge. There was no reported pt involvement.